Manufacturer narrative:
He customer reported that the spike broke off inside the IV bag port. One sample of material number 2420-0007 was submitted for quality investigation. A visual inspection was conducted and it was verified that the spike was broken. Further examination of the spike indicates that there was a large enough force applied perpendicular to the axis of the spike that caused the spike to break. This is indicated by pieces of the spike being bent at an angle and an indication of stress on the spike with streaks of the material having a white color. The customer complaint of component damage was verified. The root cause of this failure is due to the improper insertion of the the spike into the IV bag. If the spike is inserted at an angle and a large enough force is applied, the spike can break off at the tip. A device history record review for model 2420-0007 lot number 24045498 was performed. The search showed that a total of (B)(4) in 1 lot number was built on 23apr20024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set spike was broken the following information was received by the initial reporter with the following verbatim: (B)(6) 2024 rn was priming primary pump tubing when she noticed a bubble in the tubing in the center of the area that inserts within the pump. The tubing was not used and was pulled with original packaging in given to (B)(6) in supply chain for follow up. (B)(6) 2024 nurse was spiking a vancomycin secondary infusion when the spike broke off inside the IV bag port.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that was a bubble in the tubing in the center of the area that inserts within the pump. On sample of model 2420-0007 was submitted for quality investigation. Visual inspection of the infusion set was conducted and no damages or abnormalities were identified. The infusion set was then primed with water and an simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There was no indication of air-in-line, leakage or occlusion. The customer complaint of air-in-line could not be confirmed. A root cause could not be determined because the failure was not replicated. An additional sample of material number 2420-0007 was submitted for quality investigation. A visual inspection was conducted and it was verified that the spike was broken. Further examination of the spike indicates that there was a large enough force applied perpendicular to the axis of the spike that caused the spike to break. This is indicated by pieces of the spike being bent at an angle and an indication of stress on the spike with streaks of the material having a white color. The customer complaint of component damage was verified. The root cause of this failure is due to the improper insertion of the spike into the IV bag. If the spike is inserted at an angle and a large enough force is applied, the spike can break off at the tip. A device history record review for model 2420-0007 lot number 24045498 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr20024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.